Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, a conclusive cause for the reported cerebrovascular accident could not be determined in this complaint. The reported patient effect of cerebrovascular accident (stroke) as listed in the mitraclip g4 system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event, implant date: estimated dates. UDI is unknown as the part and lot number were not provided.

Event description:
This is filed to report stroke. It was reported through social media that a mitraclip procedure was performed, and a clip was implanted on an unknown date. The after the clip was implanted, the patient experienced a stroke. The patient cannot talk or count with hands. It is unknown at this time if the mitraclip procedure is related to the patient stroke. No additional information was provided.